Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer experienced different blood glucose levels ranging from 400 mg/dl to 600 mg/dl. The customer was treated with a manual injection/insulin pen. The customer experienced symptoms such as thirst. The insulin pump received an insulin flow blocked alarm during the changing set and filling the tubing. The customer had been using an insulin pump system within 48 hours of reported high blood glucose event. The auto mode was not active at the time of the incident. The insulin pump will not be returned for analysis.